Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ migration of essure in uterus"), device breakage ("fracturing of the implant"), embedded device ("there are two coiled metallic springs embedded within two of the fragments") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (batch no. 7230-10 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, ovarian cyst, endometriosis, appendectomy since (B)(6) 2012 and endometriosis. Concomitant products included ibuprofen, letrozole (femara), multivitamin, naproxen sodium (aleve caplet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), uterine adhesions ("adhesions"), scar ("scarring"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingoopherectomy performed on (B)(6) 2014), surgery (hysterectomy with bilateral salpingoopherectomy performed on (B)(6) 2014), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, embedded device, uterine adhesions, scar, dysmenorrhoea, vaginal haemorrhage and vaginal discharge was resolving, the genital haemorrhage and menorrhagia had resolved and the migraine outcome was unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, scar, uterine adhesions, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: immediately after hysterectomy/removal, plaintif's abdominal pain ad heavy bleeding stopped.failed ablation. No coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, vaginal discharge, dysmenorrhea, embedded device. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2018: update of information- batch is not valid. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ migration of essure in uterus"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (batch no. 7230-10) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, ovarian cyst, endometriosis and appendectomy since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), uterine adhesions ("adhesions"), scar ("scarring"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingoophorectomy performed on (B)(6) 2014) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, migraine, uterine adhesions, scar and vaginal haemorrhage outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, scar, uterine adhesions, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediately after hysterectomy/removal, plaintiff's abdominal pain ad heavy bleeding stopped. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record were received. Events per pfs: abdominal pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), vaginal discharge, adhesions, scarring and migration of essure in uterus were added. Concurrent conditions included migraine, ovarian cyst, endometriosis and appendectomy (B)(6) 2012. The plaintiff underwent an ablation procedure on (B)(6) 2012. Outcome of event after essure removal was also reported. Lot number of essure devices was provided as 7230-10. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 17-nov-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Plaintiff was implanted with essure and as a result of her implantation with essure she suffered injuries, including: fracturing of the implant, heavy bleeding, hysterectomy, perforation of organs, pain, severe migraines, and severe cramping. She had surgery to remove the essure implant on (B)(6) 2014. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), perforation of organs (seen as uterine perforation) and fracturing of the implant (seen as device breakage). She had surgery to remove the essure implant. All these events are regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of uterine perforation and device breakage were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ migration of essure in uterus"), device breakage ("fracturing of the implant"), embedded device ("there are two coiled metallic springs embedded within two of the fragments") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (batch no. 7230-10) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, ovarian cyst, endometriosis, appendectomy since (B)(6) 2012 and endometriosis. Concomitant products included ibuprofen, letrozole (femara), multivitamin, naproxen sodium (aleve caplet), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), uterine adhesions ("adhesions"), scar ("scarring"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral "salpingoophorectomy" performed on (B)(6) 2014), surgery (hysterectomy with bilateral "salpingoophorectomy" performed on (B)(6) 2014), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, embedded device, uterine adhesions, scar, dysmenorrhoea, vaginal haemorrhage and vaginal discharge was resolving, the genital haemorrhage and menorrhagia had resolved and the migraine outcome was unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, scar, uterine adhesions, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediately after hysterectomy/removal, "plaintiff's" abdominal pain ad heavy bleeding stopped. Failed ablation. No coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, vaginal discharge,dysmenorrhea, embedded device. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs+mr received, patient demographics added, event outcome for event device breakage, menorrhagia,dysmenorrhoea, vaginal discharge , uterine perforation,uterine adhesions, scar updated from unknown to recovering/resolving. Event two coiled metallic springs embedded within two of the fragments was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec -2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), perforation of organs (seen as uterine perforation) and fracturing of the implant (seen as device breakage). She had surgery to remove the essure implant. All these events are regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of uterine perforation and device breakage were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.